Event description:
A physician reported that her pt began experiencing right lower quadrant abdominal pain shortly following the essure procedure. The physician removed the essure micro-inserts via laparoscopy; one micro insert had perforated through the uterine wall in the cornua region. The physician has not had f/u with the pt so it is unk if the pt's symptoms have resolved following removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.